Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn. Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient was could not feel her legs after a trial procedure. The patient had a lead pull. The physician did not suspect that it was device or procedure related. The patient was doing well.